Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient saw the poor communication screen on their programmer. It was noted the programmer batteries had been changed and programmer screen does come on and was functioning as expected and the actual problem was poor communication with the implant. It was confirmed the patient was using the antenna, which was secure and they synced with the implant. Due to the age of the implant the patient was advised to contact their doctor to have the device checked. The patient had a new insurance plan and did not have a current physician, so a listing was sent. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the poor communication was that it appeared the ¿?¿ symbol stopped total connection. The patient noted they changed the batteries, and they had it since (B)(4) 2011. The patient stated the steps taken to resolve the poor communication were that they had an appointment with their urologist on ¿(B)(6) 18¿ but their device worked on and off. When asked what symptoms they experienced related to the poor communication the patient answered their ¿outside device was stuck with ¿?¿ permanent ¿no communication.¿¿ no further complications were reported.